Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had inaccurate delivery. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11: the device was received for evaluation. During evaluation, the reported problem of inaccurate delivery was reproduced as an over infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a lack of grease on the camshaft. The cam shaft requires grease to address this issue. Should additional relevant information become available, a supplemental report will be submitted.